Event description:
On (B)(6) 2016 lay user/ patient's daughter contacted lifescan (lfs) and alleged their one touch ultra link meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The patient's mother reported on (B)(6) 2016 at 9am, the patient allegedly obtained inaccurate results of "230-120 mg/dl" with the subject meter, the results were taken out with 20 minutes of each other. The reporter stated the patient manages her diabetes with an insulin pump. The reporter confirmed that the patient did make changes to her usual diabetes management regimen in response to the alleged product issue; the reporter alleged the patient increased her dose of medication on (B)(6) 2016 at 12pm. The reporter claims the patient developed symptoms of "sugar was high, stomach cramping and lethargic" after the product issue as a result of the inaccurate high results. The reporter alleged the patient self-treated with additional insulin on (B)(6) 2016 at 10pm. The reporter alleged another device was used, however does not recall the meter reading. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.